Manufacturer narrative:
Approximate age of device - 1 year and 7 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for suspected gastrointestinal (gi) bleeding and reported melena. The patient received blood transfusion. An esophagogastroduodenoscopy was performed on (B)(6) 2018, showed active bleeding and clips were placed. The patient was taking anticoagulants warfarin at the time of event. Reportedly, the event was resolved. No additional information was provided.

Manufacturer narrative:
Device analysis: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.